Event description:
A (B)(6) female pt underwent taa repair on (B)(6) 2009. It was a combination procedure where the physician used cook devices as well as those of another MFR's. The physician placed a (B)(4) proximal, a (B)(4) above that another MFR's device and then an aorta dissection occurred. The dissection led to bleeding into a bypass that had occurred the same day. The physician then converted to open repair. The status of the pt is unk.

Manufacturer narrative:
(B)(4). The investigation report has been made. Based on the available info we are unable to confirm the complaint as described. We are not able to give an exact root cause on this event, and no conclusion can be drawn.